Event description:
It was reported that the patient presented to the or for lead revision due to high capture threshold. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.